Event description:
During a laparoscopic cholecystectomy the clip applier was used to clip cystic duct. Clips were not forming properly. All of the clips were used during procedure, and a second instrument was opened to complete the procedure. O.r time was extended. Patient has undergone two ercp procedures and may need to be transferred to another hospital. The surgeon reported the unexpected outcomes (ercp procedures) and the delayed surgery were not a result of the clip applier malfunction.